Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02481 through 1221359-2022-02483.

Event description:
The customer reported three unconfirmed false positive results with ID now covid-19 on various dates .this test represents the first test was done on (B)(6) 2022, lot number (1060592) quantity (1). No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test two (2) of three (3) tests.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1060592 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1060592, test base part number 190-430 / lot 1060592. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ;however, a possible assignable root cause is cross contamination. H10 reference MFR. Reports: 1221359-2022-02481 through 1221359-2022-02483.